Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis pulse with default settings. According to the complainant, during procedure and inside the patient, after five minutes of laser fiber use, the connector became warm and the staff noticed a smoke at the rubber subminiature-a (sma) connector. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
One flexiva 200 tractip laser fiber was received for evaluation. Visual examination of the returned device revealed that the exposed glass fiber tip measured approximately 2.5 mm and appeared used. Examination under magnification revealed that the pattern on the tip face was consistent with degradation. There was no damage noted along the body of the fiber. Visual examination revealed that light cannot travel to the fiber face within sub miniature-a (sma) connector to illuminate it indicating that the fiber was broken within the connector which would cause the connector to overheat while in use. The condition of the returned product confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis pulse with default settings. According to the complainant, during procedure and inside the patient, after five minutes of laser fiber use, the connector became warm and the staff noticed a smoke at the rubber subminiature-a (sma) connector. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event.